Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope reported the internal defects of the channel, additionally, the channel had an inclusion in the air channel and the nozzle was clogged with foreign material. According to the customer's response, there are no other information other than what was initially reported, therefore, it is unknown when the issue was found. There were no reports of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been around 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, it was confirmed that the nozzle was adhered to / blocked, but the foreign matter could not be identified. There was no physical damage to the area where the foreign body remained. The root cause of the foreign matter remaining on the device could not be identified. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.